Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: lens implanted. Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. No conclusion can be drawn: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in their left eye (os) on (B)(6) 2012. The patient reported has lost vision due to the development of a cataract. The facility reported the icl is scheduled to be explanted on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted on (B)(6) 2014. The cataract was removed and iol was implanted the same day as explant.

Manufacturer narrative:
Method: medical review. Results: per medical review - patient reported a decrease in va caused by cataract development almost two years after icl implantation. According to dcr, that provided detailed information about right eye, the os icl removal was scheduled for (B)(6) 2014. No other information was received to date. It should be noted that literature reports that 6-7% of patients develop cataract post visian implantation but only 1-2 % progress to clinically significant especially in older patients and high myopes. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).